Event description:
The pt was under mac sedation for bulkamid and endometrial biopsy. Bulkamid was placed, then dr. Attempted to do an endometrial biopsy. The endometrial suction curette did not push the tissue out. Another endometrial suction curette was used and biopsy was obtained.